Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer had a hard time getting the cartridge out of plastic tray, the mold of the tray seemed to be little off. The cartridge split when removing the cartridge from the tray. Additional information was received and it was learnt that the tip of cartridge was damaged. No patient involvement. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 4/24/2018. Device evaluation: the cartridge was returned to the manufacturing site for evaluation. The cartridge was observed under microscope and one of the cartridge wing was observed detached. Lubricant residues were observed in the cartridge. Stress marks with small crack was observed in the cartridge tube and tip. This condition observed is typically of the caused by the delivery of the iol through the cartridge. The complaint cartridge crack was verified however due the condition of the sample received it could not be related to the manufacturing process it appear to be caused by the handling process. The sample appear to be handled and the inner tray of the cartridge, that is the component in where the cartridge is placed before placing it on outer tray, was not returned therefore the complaint packaging could not be verified. Based on the analysis of the returned, there is no indication of product quality deficiency. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.